Event description:
On (B)(6) 2009, the pt was implanted with the gore tag thoracic endoprosthesis to treat a type b dissection. On (B)(6) 2011, a wire fracture was noticed along the stent frame. It is unknown if the physician plans to treat the pt.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.